Manufacturer narrative:
H6: other (reference) pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture, or otherwise penetrate the tissue in order to collect a specimen. The physician stated that he believed the penumothorax was due to a vigorous biopsy he took.